Event description:
It was reported that this device battery was suspected to be prematurely depleting. The patient was scheduled for a replacement procedure and prior to the procedure, during a device data review, over-sensed noisy signals were noted from the right atrial (ra) lead. There were also low, out-of-range pacing impedance measurements (less than 200 ohms) from the ra lead, resulting in mode switches. The ra lead is not a boston scientific product. This device was subsequently explanted and replaced. The new device was also reprogrammed to resolve the event. The ra lead remains implanted and in-service and this device was received for analysis and is pending the investigation conclusion. The patient was stable with no additional adverse effects.

Event description:
It was reported that this device battery was suspected to be prematurely depleting. The patient was scheduled for a replacement procedure and prior to the procedure, during a device data review, over-sensed noisy signals were noted from the right atrial (ra) lead. There were also low, out-of-range pacing impedance measurements (<200 ohms) from the ra lead, resulting in mode switches. The ra lead is not a boston scientific product. This device was subsequently explanted and replaced. The new device was also reprogrammed to resolve the event. The ra lead remains implanted and in-service and this device was received for analysis. The patient was stable with no additional adverse effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.